Event description:
Per additional information received, the patient has experienced scar tissue, adhesions, slight divot in midurethra, possibly indicating the new onset of a diverticulum, leg pain, sling removal, removal of granulomas within the obturator internus muscle, hematoma during surgery, trigger point injections, recurrent urinary tract infections and pelvic floor muscle spasms requiring physical therapy.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2013-00055 and 1018233-2013-00073.

Event description:
Per additional information received, the patient has experienced recurrent stress urinary incontinence with intrinsic sphincter deficiency requiring placement of a sling and obstructive urinary symptomatology requiring previous sling resection, from pain, erosion. Extrusion, infection, urinary problems, dyspareunia, neuromuscular problems. Vaginal scaring and mesh removal surgery on (B)(6) 2012.